Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a sensor error message on the same day she applied the adc freestyle libre sensor and experiencing unspecified symptoms of hypoglycemia and lost consciousness. Non-hcp relatives of the customer injected her with glucagon as treatment. Additionally, the customer reported that she experienced hyperglycemia after the glucagon administration, but no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Performed visual inspection on sensor tail and observed water mark at the base. Removed plug and inspected plug assembly, no failure mode was observed. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving a sensor error message on the same day she applied the adc freestyle libre sensor and experiencing unspecified symptoms of hypoglycemia and lost consciousness. Non-hcp relatives of the customer injected her with glucagon as treatment. Additionally, the customer reported that she experienced hyperglycemia after the glucagon administration, but no further treatment was reported. There was no report of death or permanent impairment associated with this event.